Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the drg leads had migrated since patient had a fall and was not receiving effective coverage. As a result, surgical intervention was undertaken wherein all 4 leads were explanted and replaced with 3 leads. Following the procedure, effective therapy was restored.